Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the issue was resolved by replacing the battery well, and the device is working fine now. No product will be returned to zoll for evaluation. This claim is closed as no sample was returned.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.